Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and vomiting. Bg was addressed via a manual injection and consumption of fluids. No additional information was provided.